Event description:
Reporter stated "spiked [unknown] inotropic drug, sprayed all over, due to 2 holes in tubing, proximal to clamp. No injury or pt 'reaction' resulted." Reportedly, this occurred during pt use. When asked if any injury resulted with "spraying," it was confirmed that there was no pt or staff injury as a result of this incident.